Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: - seroma-late: unable to observe as it is a medical event that is not related to the device. - swelling/edema: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side fluid around implant, double capsule and ¿abundant inflammatory infiltrates¿. The device has been explanted and replaced.